Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received three appropriate treatments and an inappropriate treatment. The device was started up at 23:28:06 on (B)(6) 2023. At 01:24:47 on (B)(6) 2023, an arrhythmia was detected. ECG shows vf with CPR/motion artifact. At 01:25:26, the patient received the first appropriate treatment. Rhythm at the time of treatment was vf with CPR/motion artifact. Post shock rhythm was sinus rhythm @ 60 bpm with CPR/motion artifact and nsvt. At 01:26:00, an arrhythmia was detected. ECG shows vf. At 01:26:30, the patient received the second appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 01:27:11, the patient received the inappropriate treatment. CPR/motion artifact contributed to the false detection. Rhythm at the time of treatment was obscured due to CPR/motion artifact/intermittent cardiac activity. Post shock rhythm was vt @ 280 bpm with CPR/motion artifact. At 01:27:45 the patient received the third appropriate treatment. Rhythm at the time of treatment was vt @ 215 bpm with CPR/motion artifact. Post shock rhythm was sinus tachycardia @ 130 bpm degrading to vf with CPR/motion artifact. The electrode belt was disconnected at 01:27:48 on (B)(6) 2023.

Event description:
The electrode belt was returned for investigation and did not pass incoming functional testing. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received three appropriate treatments and an inappropriate treatment. The device was started up at 23:28:06 on (B)(6) 2023. At 01:24:47 on (B)(6) 2023, an arrhythmia was detected. ECG shows vf with CPR/motion artifact. At 01:25:26, the patient received the first appropriate treatment. Rhythm at the time of treatment was vf with CPR/motion artifact. Post shock rhythm was sinus rhythm @ 60 bpm with CPR/motion artifact and nsvt. At 01:26:00, an arrhythmia was detected. ECG shows vf. At 01:26:30, the patient received the second appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 01:27:11, the patient received the inappropriate treatment. CPR/motion artifact contributed to the false detection. Rhythm at the time of treatment was obscured due to CPR/motion artifact/intermittent cardiac activity. Post shock rhythm was vt @ 280 bpm with CPR/motion artifact. At 01:27:45 the patient received the third appropriate treatment. Rhythm at the time of treatment was vt @ 215 bpm with CPR/motion artifact. Post shock rhythm was sinus tachycardia @ 130 bpm degrading to vf with CPR/motion artifact. The electrode belt was disconnected at 01:27:48 on 12/30/2023.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. There is no indication the strained cable caused or contributed to the patient's passing as the system was able to detect and treat vt and vf rhythm on the date of event. Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.